Event description:
Customer reports the pdm was not holding a charge and was too hot to hold. No injuries or medical intervention were required due to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The pdm was returned without a battery. A known good battery was inserted into the pdm and the pdm was plugged in and allowed to charge. The pdm was able to charge to 100% and turn on with no issues. The pdm was not felt to get hot during charging. After unlocking the pdm, a clock reset alarm was generated by the pdm. During selection of the date and time, a banner saying insulin delivery is suspended was shown at the top of the screen. When attempting to confirm the date and time, a message saying that insulin delivery need to be resumed was generated. Acknowledging the dialog box resulted in a communication error since the pdm was turned off and returned without the last used pod. Once the flow was completed to discard the pod and the button to confirm date and time was pressed again, the same flow to resume insulin delivery and discard the pod was generated. This flow continued to loop and could not be bypassed. The main menu of the pdm could not be reached and so adb and pdm functionality tests could not be performed. The exact cause of this software issue could not be determined. An ibf and android log files was able to be downloaded from the storage of the pdm by plugging it in to the computer. Inspection of the android log files show evidence of the pdm being on and used after the date of occurrence. The logs showed that the battery temperature remained within the operating specification during use. No evidence of the pdm overheating was observed in the logs. Inspection of the log files showed no evidence of increased battery drain. The logs showed that the pdm battery was able to last 24 hours having only dropped 15% charge, indicating that the pdm would last for 48 hours with no issues. No evidence of the pdm overheating or being unable to hold charge was observed during the investigation.

Manufacturer narrative:
Correction: h3 updated to yes.